Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer allege pump was under delivering. The customer¿s blood glucose level was 346 mg/dl at the time of the incident. Customers current blood glucose is 177 mg/dl. Customer stated that drive support cap was normal. Customer treated with manual injection for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.0871 inches. No possible over or under delivery anomaly noted.